Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon used the pro46 to remove the gall bladder specimen from abdomen. There were sharp edges on bridge portion of device, which were reported to have caused excessive bleeding from port site it was withdrawn through. The surgeon controlled the bleeding and ended the case.